Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No damages or defects were found on the adhesive pad that would cause a failure to adhere. No defects were found along the adhesive welds. The cause of the failure to adhere could not be conclusively determined. The top housing was observed to be damaged. No internal components were exposed or found to be damaged. The cause and timing on the damage to the top housing cannot be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 326 mg/dl while wearing the pod between 36 and 48 hours. The pod adhesive was reportedly not sticking well to the infusion site (arm). When removed, the pod's cannula was found bent. As treatment, a new pod was applied and a temporary basal was administered.